Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient's parent stated that the patient was evaluated by a healthcare personnel (hcp) who swabbed the drainage (presumed to mean a wound culture) and prescribed an oral antibiotic (flucloxacillin). A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.